Event description:
Information was received from the patient via a manufacturer's representative stating that the device has not been charged for about 6 months and was overdischarged because they had some medical and personal issues. An antenna locate feature and physician recharge mode was performed which resulted in the device being successfully charged. A por code of 0x3608 was successfully cleared and the issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication on the patient programmer. The patient could not connect to/communicate with the implantable neurostimulator using the patient programmer or the implantable neurostimulator recharger and she cannot recharge it. The last time that the patient felt stimulation was not available at the time of the report. The patient¿s last successful recharge session was in (B)(6) 2016. The patient had seen an unknown call your doctor message on her patient programmer. The patient had called the manufacturer representative who walked them through steps over the phone to resolve the issue of the unknown call your doctor message. The patient was redirected to her health care provider to troubleshoot the ongoing issues. There were no patient symptoms reported. Additional information received from the patient indicated that they first noticed they could not connect with their ins in (B)(6) 2016. The patient had not charged their device since (B)(6) 2016 because they were moving to a new home, and they went into the hospital. The patient noted that they tried to charge when they got home, and their ins wouldn¿t charge. The patient stated that their back and leg pain persisted. They mentioned they were told to call their pain doctor, so they will call them back.